Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was discovered that the pacemaker was in back-up mode. No intervention was performed. The patient was in stable condition.